Event description:
It was reported that, during an unspecified knee surgery, the following error appeared on screen: " the malleoli points were collected in the wrong order. Press the right footpedal to recollect the malleoli points". The case was aborted and the surgery was completed with manual instruments. The patient outcome is unknown.

Manufacturer narrative:
The device was used in treatment. During the procedure, he following error appeared on screen: " the malleoli points were collected in the wrong order. Press the right footpedal to recollect the malleoli points". The case was aborted and the surgery was completed with manual instruments. DHR review found that the software version 6.1.03 has been validated. A complaint history review identified similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint (pn 500097 rev e) provides instructions for the user in the ¿tka planning and implant¿ section. The navio system IFU also states the responsibility of the surgeon with regards to navio system use. Accordingly, product labeling has been ruled out as a cause of the complaint. Per complaint details, the device malfunction occurred during surgery. Based on the information provided, the procedure used the journey instrumentation set to complete the surgery. There was no reported delay, no patient injury/impact to the patient; therefore, no further medical assessment is warranted at this time. We were able to confirm the reported event. Factors that may have contributed include the user's failure to collect the malleolus data in the correct order. No further investigation is required at this time.